Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was between 50 mg/dl ¿ 60 mg/dl at the time of incident. Customer declined to trouble shoot the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to completely broken reservoir tube lip.